Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion test, prime test, excessive no delivery alarm test and displacement test. However, the insulin pump alarmed during the occlusion test due to moisture damage to the force sensor resistor. The insulin pump was received with a cracked case at the display window corners, cracked reservoir tube, cracked reservoir tube window, cracked battery tube threads, minor scratches on the display window and a shifted end cap sticker.

Event description:
It was reported that the insulin pump alarmed motor error during basal. Customer's blood glucose reading was 204 mg/dl. No significant events leading to the alarm were observed. It was reported that customer was able to rewind the insulin pump. Advised discontinuation of the insulin pump. Nothing further reported.